Manufacturer narrative:
Visual inspection revealed that the polyaxial screw broke at the transition from the screw¿s polyaxial ball to the screw shank. The screw was then sent to the lab for fracture analysis. Fracture analysis using scanning electron microscopy (sem) shows an optical image of the fractured surface. The fractured surface exhibits scratches and smooth shiny areas indicative of fractured surfaces rubbing against one another post-fracture. Striations indicative of fatigue are seen. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the expedium si 7 x 45mm poly screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the si poly screw was conducted on the specific code from the complaint as the shank diameter of the screw affects the stress profile during loading and therefore the diameter is not indicative of the family or vice versa. It was noted that there were no related complaints for post-operative screw breakage suggesting that this is an isolated incident. The root cause is unknown however scanning electron microscopy (sem) found evidence of fatigue striations. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
International affiliate reports the first surgery in this patient was on (B)(6) 2013 and was normal with a long construct using arthrodesis technique with expedium system and luminary tlif cages and dbx to promove the fusion. In this month the patient has the s1 left screw broken. Revision surgery was to be performed to replace the broken screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.